Event description:
The patient was seen at the implant center for device evaluation in 2001 due to percept problems and lack of progress. Testing conducted at the center confirmed that deivce was no longer fully functional; revision surgery was scheduled.